Event description:
It was reported that the patient experienced a hypoglycemic event with a reported lowest blood glucose value of 68 mg/dl, after which the patient was treated with liquid glucagon and blood glucose recovered. Symptoms included hypoglycemia. Outcomes included self-treatment with glucagon without involvement of emergency medical services or hospitalization. The patient¿s caregiver expressed concern regarding ongoing lower glucose trends, particularly overnight. Investigation included communication with the patient¿s caregiver and review of the information provided. Investigation of this case revealed insufficient information to identify a specific medical device problem or component failure. It was concluded that the cause of the event was not established. If additional information becomes available, a supplemental MDR will be submitted.